Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effects of hemorrhage and pain, as listed in the perclose proglide instructions for use are known adverse events associated with use suture mediated closure devices. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device and the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was completed using a proglide device with an 8f sheath after a chronic total occlusion interventional procedure. Reportedly, the patient complained of pain immediately after hemostasis was reportedly achieved by the proglide device. Computerized tomography and angiography were performed and a retroperitoneal bleed was observed. Using an access site in the left common femoral artery a viabahn stent was placed and bleeding was stopped. There was a clinically significant delay in the procedure due to the stenting procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.